Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45mm diameter abdominal aortic aneurysm. It was reported that during the index procedure there was a suspected proximal type I endoleak and type IV endoleak observed. The physician inserted an endurant cuff delivery system for the treatment of the suspected type ia endoleak. However, the device could not be delivered due to tortuosity in the common iliac artery. It was noted that the vessel became stenotic, the device couldn't be delivered and so was removed. After attempts with percutaneous transluminal angioplasty, exchange of the wire and tension, the endoleak persisted. The physician elected to model the stent graft with a balloon and the type ia endoleak was resolved. As per the physician, the cause of the event/failure to deliver the device was due to stenotic narrowing of the inner lumen of the blood vessel due to the tortuous nature of the region of the common iliac artery. This led to the blood vessel becoming very inelastic and resulted in failure of the cuff delivery. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film summary review: the exact cause of the events could not be determined from the limited pre-implant films provided. Complete CT¿s pre-implant were not available, and images during implant when the events were reported could not be assessed. The possible cause of the proximal type I endoleak, which eventually resolved after ballooning, may have been due to the angulated proximal neck. The cause of the suspected type IV endoleak was likely due to stent graft porosity. The cause of the positioning difficulties encountered with the aortic cuff delivery system was most likely due to patient anatomy; stenotic narrowing of the inner lumen of the blood vessel due to the vessel tortuosity. If information is provided in the future, a supplemental report will be issued.